Event description:
Reporter indicated that vns patient's device would not stimulate properly when swiped with the magnet. Further follow-up revealed that no magnet activations were recorded in the device programming history after swiping the device several times with the magnet at office visit. It was also that the use of the magnet was no longer working to stop the patient's seizures as it had in the past, although it did appear to work on one occasion since the time of the initial report. Investigation to date has been unable to determine whether the device is functioning properly or whether incorrect technique is sometimes used when attempting to initiate magnet mode stimulation.